Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The blood glucose was unknown. The act button was not always work, crack by reservoir, diminished battery life, no delivery errors. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low battery alarms due to unresponsive button. Unit had cracked reservoir tube lip. (B)(4).